Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill septum of multiple cartridges tore when the syringe needle was inserted. Reportedly, insulin started into the bubble at the septum and would not fill into the cartridge. Also, it was noted that insulin leaked from the bottom of a cartridge near the pneumatic tap. The customer successfully loaded a new cartridge. There was no impact to the customer's blood glucose level.